Event description:
The hcp reported that the patient had experienced increased pain along the catheter path from the lumbar site to the pump. The patient had recently started exercising and a kink in the proximal portion of the catheter had irritated the area along the catheter path. The catheter was replaced. The patient recovered without sequela. The pump was used to deliver compounded baclofen, bupivacaine, and dilaudid.